Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the flex ball of the 5.5 exp verse can scr 7.0x40 was observed stripped inside. Its reasonable to conclude that this observed condition may cause a difficult to assemble with the screwdriver. No breakage condition in the device was not observed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 5.5 exp verse can scr 7.0x40 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a DHR evaluation was performed for the finished device product code: 199725740s lot number: 422304 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 mar 2025 manufacturing site: jabil le locle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a posterior interbody fusion (l4-5) for lumbar degenerative spondylolisthesis on (B)(6) 2025. In the surgery, there were no problems with the insertion of the screws and cage. The surgeon inserted the set screw and applied compression to performed the final fastening. At this time, the torque was firmly applied. However, upon final checking, the surgeon noted that the set screw appeared to have been inserted at a slight angle. Therefore, when the sales rep checked, it was found that the set screw had not been inserted in the correct position relative to the screw head, so the set screw was replaced and the surgeon performed the final fastening again. However, a similar event occurred. The sales rep told the surgeon that cross-threading may have occurred during initial insertion of the set screw, potentially causing the screw head to open or the threads on the head to break off. And the sales rep suggested replacing the screws, but the surgeon decided against doing so, as he thought this carried more risk. Although the set screw was inserted at a slight angle to the screw head, it was possible to apply torque at the final tightening, and the surgery was completed in that state. The surgeon mentioned that there was a possibility of future loosening of the set screw due to them not being properly positioned, but that there was no problem at this time. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.